Event description:
(B)(6) regarding administration of vivitrol: she reports that she draws the medication out of the vial with a 1 inch needle and then switches and replaces the needle with the 1.5 inch needle. When the needle was changed. The medication did not leave the syringe on the first attempt for administration. She pulled the needle out replace the needle with the spare 1.5 inch administration needle provided with the medication and the medication was able to be administered. This happened last injection on (B)(6) 2025. Assumed to be a faulty needle but continued issues is becoming an issue. This occurred with 2 different lots of medication suggesting a larger issue. Pt code: 4582. Device codes: 2338, 2588. Reference report #mw5176877.